Manufacturer narrative:
Evaluated one opened/used enlite sensor and performed visual inspection and found sensor cannula retracted inside sensor base, and found no broken cannula during analysis. We were unable to confirm if customer received sensor in said condition due to customer returning it opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the sensor was punctured and connected to a transmitter. However, the transmitter did not flash and the sensor was removed. It was found that there was no electrode.